Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were visited to emergency room due to diabetic ketoacidosis on (B)(6) 2022 with unknown blood glucose level. The customer's current blood glucose was 217 mg/dl. The customer did experience any symptoms such as a result of high blood glucose such as difficulty in breathing, headache and thirst. The customer was treated by bolus with insulin pump and intravenous insulin drip. The auto mode was on at the time of incident. The customer report did allege under delivery on insulin pump. The displacement test was passed by the insulin pump. No further complications were reported. The customer will continue to use the device.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.

Event description:
The customer reported via phone call that they were visited to emergency room due to diabetic ketoacidosis on march 31, 2022 with unknown blood glucose level. The customer's current blood glucose was 217 mg/dl. Customer was also hospitalized. Blood glucose at admission was 319mg/dl. The customer did experience any symptoms such as a result of high blood glucose such as difficulty in breathing, headache and thirst. The customer was treated by bolus with insulin pump and intravenous insulin drip. Pump does not have auto mode feature. Customer is going to use a continuation of therapy pump the customer report did allege under delivery on insulin pump. The displacement test was passed by the insulin pump. No further complications were reported. The customer will continue to use the device.